Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the pump malfunctioned before and the patient went into morphine withdrawal. The event was stated to have occurred in 2010. The pump was used to deliver morphine. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.